Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. During the procedure, there was a hole noted in the balloon. A second catheter was opened and the procedure was successfully completed with no adverse pt consequences.